Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous artery. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. After removal, it was noticed that the balloon was slightly leaking, and upon further inspection, a pinhole was noted. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : gladiator elite 8.0 x80, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous artery. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. After removal, it was noticed that the balloon was slightly leaking, and upon further inspection, a pinhole was noted. The procedure was completed and there were no patient complications reported.